Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed.the batch number is unknown. Therefore a review of the manufacturing documentation could not be performed.the most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B)(4): device not returned for analysis.

Event description:
(B)(4). It was reported that post-percutaneous coronary intervention procedure, a patient death occurred. A 99% stenosed target lesion was identified in the left anterior descending (lad) artery. The lesion was 20mm in length and the reference vessel diameter was 2.5mm. A liberte bare metal stent (bms) 2.5x20mm was implanted at the lesion site. Residual stenosis was reported as 5%. No patient complications were reported and the procedure was reported as a technical success. Eleven days post-procedure, the patient was discharged and silent ischemia was noted at that time. At discharge, heparin was prescribed. On the same day, after discharge, the patient experienced a major cardiac event of cardiac death. No further information is available.